Manufacturer narrative:
Reporter phone#: (B)(6). The event took place on july 25, 2025 at 06:13:37 on bed label 217.3 f1. A philips clinical application specialist (cas) retrieved the log data. The log data was reviewed by a philips product support engineer and a philips clinical product specialist. The logs showed that starting at 06:13:53 on (B)(6) 2025 the tele 23 in room 217.3 f1 was offline. The device did not come back online till 0733. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the philips that while monitoring a cardiac patient, there was a pause in the patient's ECG strip and the system did not alarm. There was no adverse event reported.

Manufacturer narrative:
The event took place on (B)(6) 2025 at 06:13:37 on bed label 217.3 f1. A philips clinical application specialist (cas) retrieved the log data. The log data was reviewed by a philips product support engineer and a philips clinical product specialist. The logs show ongoing telemetry battery low alarms, yellow and red physiological alarms that were all acknowledged from the pic ix. The patient¿s heart rate low alarm limit was adjusted from 40 to 37 and then to 35 at 01:21:46 and 01:21:51 from the pic ix. There was an extreme brady red alarm 34<35 at 05: 54:11 which was acknowledged from the pic ix at 05:54:37. The logs showed that starting at 06:13:53 on july 25, 2025 the tele 23 in room 217.3 f1 was offline due to replace tele batt. The device did not come back online until 07:33. The reported problem was not confirmed. Based on the information available, the device stopped monitoring due to replace tele battery inop at 06:13:43. The pause noted in the strip was likely caused by the offline status of the telemetry device. A customer response letter is being provided to the customer to resolve the issue.